Event description:
Patient was receiving IV infusion of carboplatin. Near end of infusion, rn noted wet area on patient's shirt. The chemotherapy was observed leaking at the connection where the tubing connects to the huber needle. The connection appeared tight and without any visible cracks.